Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer advised a getinge service territory manager (stm) that they installed a new front end board per the fault code 67 and was able to troubleshoot the issue to the drive pressure regulator which resolved the issue. Customer stated that the device passed all other test and was returned to clinical use. (B)(6).

Event description:
It was reported that during daily checks of the cardiosave intra-aortic balloon pump (iabp) "power up fails code #14" was present on power up and also a code #67 in the fault logs. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during daily checks of the cardiosave intra-aortic balloon pump (iabp) "power up fails code #14" was present on power up and also a code #67 in the fault logs. There was no patient involvement and no adverse event was reported.